Event description:
It was reported via repair work order that the siderail would not lock due to broken panel bosses. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.